Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to extended charge times. The device is a part of the mid-life display of replacement indicators advisory. Additional information from the local field representative indicates that the device has been scheduled for replacement. The device is to be returned for reliability analysis. No adverse patient effects have been reported.

Event description:
The device has been returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.